Manufacturer narrative:
This event was reported by the patient's legal representation. The surgeon for the implantation and revision surgeries is melissa d. Edwards, md, at peacehealth. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient was diagnosed with menorrhagia, uterine prolapse, cystocele, and stress urinary incontinence (sui), and was implanted with an obtryx ii sling on (B)(6) 2015. As reported by the patient's attorney, on (B)(6) 2016, the patient underwent a revision surgery related to the obtryx ii sling due to transobturator tape mesh erosion and dyspareunia. On (B)(6) 2017, the patient underwent a revision surgery related to the obtryx ii sling due to transobturator tape (tot) mesh extrusion. Boston scientific has been unable to obtain additional information regarding the event to date.